Event description:
It was reported that the pump delivered a bolus dose without user intervention. The reporter mentioned that a bolus dose was calculated on the meter remote and delivered from the pump and denies any button presses on the meter remote.

Manufacturer narrative:
First serial number is the pump, second serial number is the meter remote. Manufacture date is the pump manufacture date. The meter remote manufacture date is 08/2009. The pump and meter remote were reported together as a system on thi form. There was no reported pt impact associated with this complaint. The devices were not returned to animas. If the device(s) is/are returned, an eval will be conducted and a supplemental report will be filed. No conclusions can be made at this time.